Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that a 2.0 x 20 mm voyager balloon was inserted into the lad. The pressure went to 10 atm and could not dilate anymore. Upon removal, it was found that the balloon had burst. Then the case was finished with another balloon no additional event or patient information is available.

Manufacturer narrative:
.